Manufacturer narrative:
Pump passed self-test and displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Unit successfully downloads to thump and carelink. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. No pump error 63 noted during testing. However, confirmed pump error 63 variable (line number: 147, file number: 2017) in the pump history download on (B)(6) 2025 at 16:20:58 due to moisture damage to the pcb1 and pcb2 board as per global logic analysis. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay, cracked case (battery tube), battery tube threads cracked, cracked keypad overlay, stained keypad overlay, label damage (serial number faded). The p-cap locks properly into the reservoir compartment. No audio alert anomaly noted during analysis. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. However, confirmed pump error 63 in the pump history download due to moisture damage to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unspecified pump error and reported inability to connect with sensor. The customer was also reported an audio/vibrate anomaly. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.